Event description:
Info received that the bed foot section hi-low was drifting down. No injury reported.

Manufacturer narrative:
Tech found that the bed foot section hi-low was drifting down due to a bad valve solenoid. Replaced the valve to resolve this issue.